Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent removal of right ureteral stent, right ureteroscopy, stone basketing and placement of right ureteral stent due to right renal stone on (B)(6) 2009, excision of right periurethral sulcus mesh granuloma, cystoscopy, periurethral bulking with coaptite due to mesh granuloma in right sulcus, and intrinsic sphincter deficiency on (B)(6) 2010 and cystoscopy, right ureteroscopy, extraction of ureteral stone and placement of right ureteral stent due to right ureteral calculus on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted; and on (B)(6) 2008, mini-arc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent cystoscopy and eswl w/rt double-j stent on (B)(6) 2012 by dr. (B)(6) due to renal stones.

Manufacturer narrative:
It was reported that patient underwent cervical cold knife cone, laparoscopy and supracervical hysterectomy where a morcellator was utilized, bilateral salpingo-oophorectomy, culdoplasty and closure of enterocele with repair of enterocele on (B)(6) 2007 due to hypermenorrhea, dysmenorrhea, second degree pelvic prolapse, cervical ectropion, and enterocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to left renal calculus and vaginal mesh exposure and underwent mesh revision/removal, cystoscopy, and coaptite injection on (B)(6) 2010 due to recurrent sui and mesh granuloma. (B)(4).